Event description:
A customer reported experiencing a malfunction with their device, specifically showing malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing reset information, and after successfully resetting the pump, the malfunction did not recur. The customer planned to load the cartridge independently and continue using the pump, with instructions to contact support if the issue reoccurred.